Event description:
Procedure performed: lap cholecystectomy. Event description: translation: with reference to the attached (clip applied ca500 - lot 1489896) we request its replacement as it is not working (does not apply the points). Information received from applied medical representative via email 8jan23: no patient injury occurred as a result of the event. The patient is well. The surgeon used another piece of ca500 to resolve the situation. The event happened when the surgeon tried to close the clip around the cystic artery. Event occurred on 18/12/2023. Lap cholecystectomy was being performed. No concomitant devices. No clip came out of the clip applier. The trigger could be moved as normal. No clips were there when the trigger was pulled. Patient status: the patient is well. Intervention: the surgeon used another piece of ca500.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy event description: translation: with reference to the attached (clip applied ca500 - lot 1489896) we request its replacement as it is not working (does not apply the points). Information received from applied medical representative via email (B)(6) 2023: no patient injury occurred as a result of the event. The patient is well. The surgeon used another piece of ca500 to resolve the situation. The event happened when the surgeon tried to close the clip around the cystic artery. Event occurred on (B)(6) 2023. Lap cholecystectomy was being performed. No concomitant devices. No clip came out of the clip applier. The trigger could be moved as normal. No clips were there when the trigger was pulled. Patient status: the patient is well. Intervention: the surgeon used another piece of ca500

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) , was included in the recall..